Event description:
It was reported that the anchor was broken in arthroscope. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.